Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows pump was suspended from 6:41pm to 11:58pm on (B)(6) 2013 and from 9:32pm (B)(6) 2013 to 6:35pm on (B)(6) 2013. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, requesting an insulin pump replaced due insulin bolus delivering issue. There were 3 bolus insulin doses that were completed but nothing came out of the end of the cannula. At the time of concern, the patient was hospitalized for dka. At the time of the call to animas, the patient was getting discharged and could not complete troubleshooting and provide details about the reported event. Animas performed due diligent with 3 follow-up phone calls but was not successful in contacting the patient. This complaint is being reported because the patient required hcp medical intervention for dka while he had bolus insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.